Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) got stuck in sheath during insertion. There was no reported pt death or injuries. Medical and surgical intervention was not required. There was a delay in therapy with no complications. The outcome of the pt was listed as "ok." There is no information as to the insertion site. Reference MDR #1219856-2010-00665 for the second event and MDR # 1219856-2010-00680 for the third event involving the same pt.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.